Manufacturer narrative:
Section a4 and a5: unknown; requested but not provided. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section h3-other (81): the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: health effect - clinical code 4581 and health effect - impact code 4652 is to capture incision enlarged. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) had a crack in the optic of the lens. Balanced salt solution (bss) at room temperature with additives (omidria) was used as cartridge lubricant. The lens was fully inserted in the left eye and then removed and replaced with another johnson and johnson iol (same model and diopter) in the same procedure. An incision enlargement was required. There was no patient injury. There was cornea edema that lasted one week and no medication was prescribed. The edema resolved. Per the patient, the vision is great post-operatively. The device was discarded. No further information was provided.